Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. Subsequently, synchronized shock testing was performed. However, the resulting impedance was still high. Technical services (ts) was consulted for further review and recommendations. Besides shock testing, no other adverse patient effects were reported. This product remains in service.